Event description:
One touch profile meter would only prompt "error 2". Pt described feeling dizzy, nauseous and weak during the time of concern. Pt reported taking oral medication following the use of meter. Pt visited physician in 2003. A result of "400 mg/dl" was obtained on the physician's meter. Pt was treated with insulin and released. The customer service rep walked pt through troubleshooting. The pt was unwilling or unable to describe testing techniques. Hence, it is unk if the pt was not testing correctly. Pt was walked through cleaning and retesting. The meter still prompted error 2. Pt's meter and control solution were replaced. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Medical affairs specialist mailed a letter, since the pt could not be reached.